Event description:
Patient had an incident of hypoglycemia. During this reported incident 911 was called and paramedics were summoned, as the pt had a seizure. Glucagon was administered and the paramedics managed the incident on site. The reporter is questioning the correct functioning of the device and if it could have caused or contributed to the alleged incident. The device is reported to have alerted an unknown alarm. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.